Event description:
During rotator cuff decompression, the tip of the needle broke and remains embedded in the pt's tissue as the surgeon was unable to retrieve. The surgeon used another shuttle needle to complete the case without any complications. The surgeon did not pre-drill however he used the incisor blade to determine pt's bone quality.

Manufacturer narrative:
No product is being returned for eval.